Event description:
A routine clinical literature search revealed a case report described in a published article detailing an event that occurred during a one level kyphoplasty procedure performed in another country in a woman with a t7 osteoporotic fracture. The article reports that during the kyphoplasty procedure, cement extravasated through a segmental vein into the azygos veins via the superior vena cava. The patient was reported to be free of any intra-and post operative clinical sequelae from the event. Pain relief from the kyphoplasty procedure was reported to be good. The patient was treated with a 3 month course of oral anticoagulant to prevent thrombus formation and periodic echocardiographs to detect any thrombi. There was no evidence of any negative clinical consequences reported during the follow up.